Manufacturer narrative:
This is three of three manufacturer reports being submitted for this case. The device was returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during implantation of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the 26mm commander delivery system with the 26mm sapien 3 ultra valve got stuck in the 14f esheath during insertion. The valve was approximately 0.14cm into the sheath when it got stuck. The delivery system was pulled back and the entire system was removed in one piece. There was no injury to the patient and a new system was used. As per pre-deco eval: several valve struts bent, several liner strands on the sheath and the sheath tip is split. The I/c bond is torn on the commander delivery system balloon.

Manufacturer narrative:
The commander delivery system was received after use in the procedure partially inserted within an esheath and fully inserted through loader assembly. The returned device was visually inspected, and the following was noted: the valve was exposed through the sheath and the valve struts caught onto the sheath strain relief approximately 1¿ from the comnut. Balloon torn proximal to I/c bond. Guide wire lumen stretched and bent at crimp balloon area. Balloon wings slightly flared out. Flex tip gouges on one side. Flex shaft compression 0.25¿ from flex tip.  Imagery was provided of the complaint device. The following was noted: the crimped valve on the delivery system was exposed through the strain relief portion of the esheath. Two valve struts were bent, protruding through and caught on the liner and strain relief of the esheath. Due to the nature of the complaint (component separation), no functional testing was performed. The complaints were visually confirmed. Dimensional analysis was performed on the double wall thickness of the crimp balloon. Measured components were within specifications. A device history record (DHR) review was performed and  none of the work orders revealed any issues that may have contributed to the reported event. A lot history review was performed and revealed no similar complaints for the reported balloon tear. Separation of the inflation balloon and crimp balloon during withdrawal of the delivery system is an issue that has been previously identified in a product risk assessment (pra). As such, a complaint history review is not required. Commander delivery system instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. Delivery system insertion through sheath:insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies have been identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. The reported balloon tear was confirmed. However, investigation of the device, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Additionally, the device was not found to be damaged during device unpacking or preparation; therefore, it is unlikely an out-of-box issue. Separation of the inflation balloon and crimp balloon during withdrawal of the delivery system is an issue that has been previously identified in pra. As detailed in the pra, vascular tortuosity may impact the coaxiality of the delivery system relative to the sheath during device retrieval. The resulting force used to pull the delivery system through the sheath while the balloon/valve is caught in the sheath may cause separation of the crimp balloon from the inflation balloon. Review of case information indicates that the patient had mild tortuosity of the access vessel. The returned sample revealed gouges were present on one side of the flex tip which are indicative of valve diving into the flex tip. These likely indicate vessel tortuosity and non-coaxial alignment between devices. Once the ds/valve is caught in the sheath, excessive device manipulation or force used to pull the delivery system through the sheath likely result in the separation of the crimp balloon from the inflation balloon. As such, available information suggests that patient (tortuosity) and procedural (excessive force/device manipulation to pull ds/valve caught in the sheath) factors may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  No manufacturing non-conformances or labeling/training/IFU deficiencies were identified. As a result, no corrective actions are required.  Pra  was previously initiated to investigate the cause and assess the risk associated with balloon tears. The risks outlined in the pra remain the same; the pra documents the potential for procedural delay which did occur during this event. Pra  has been initiated to establish a threshold for pra reescalation. Of note, complaint trending indicates that complaint rates for the issue are currently within control limits. Prior compliance risk evaluation, health hazard assessment, and decisions/actions are the same and will remain unchanged. As there is no change in risk, the pra remains applicable and no further action is required.